Manufacturer narrative:
MFR assessed pt x-rays. MFR review of x-rays yielded no anomalies. Device malfunction is suspected, but did not cause or contribute to a death or serious injury

Event description:
Reporter indicated that pt presented for routine office visit where high lead impedance was obtained on a system diagnostics test, and on a normal mode diagnostics test, indicating a possible lead malfunction. Pt x-rays were sent to MFR for review. Assessment of x-rays yielded no anomalies. Good faith attempts to obtain further info are currently being made.